Event description:
It was reported that during the procedure a second absolute stent was being deployed and the wheel would not turn and the sheath was pulled back so that 5 to 7 mm of the stent was exposed. The stent delivery system (sds) and the stent were being removed when something was seen coming off of the device and the foreign material remains in the pt. The stent was on the sds when it was removed and it is unk what was seen coming off of the device. Reportedly, the pt is fine.